Event description:
It was reported that the patient experienced high pacing thresholds however within normal limits. The patient also experienced a left ventricle (lv) lead dislocation resulting in additional surgical intervention being required to remove the lead. A new lead was implanted successfully. No adverse patient effects were reported.